Event description:
During start of IV cath insertion, nursing staff having difficulty with catheter not having a good vacuum for blood return. Multiple IV caths were attempted which contributed to having to stick the patient multiple times.